Manufacturer narrative:
The cause of the biased low pt inr results is user error. The account did not properly enter the correct lot specific mnpt and isi values for the dade innovin lot in use. The siemens technical assistance specialist confirmed the correction was made and the correct mnpt and isi settings were entered into the ca-540 system. The device is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported low biased prothrombin time inr (pt-inr) results on qc and patient samples with the innovin reagent on the ca-540 system. When investigating the bias, the account discovered that there had been an error in the mean normal prothrombin time (mnpt) and international normalized ratio (isi) setting for the lot that had been in use since february 2016. Patient pt-inr results were reported to the physicians during the period of the incorrect settings. Calculations show that higher results would have been reported with the correct mnpt and isi factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the low biased pt-inr results. There is no report of adverse outcome to patients as a result of the low biased pt-inr results.